Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was being inserted via the axillary artery graft site to support the 56 year female patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. The patient was on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not known. The team dissected the native artery when trying to place via the axillary site. The team was inserting the pump through the introducer when the harm was noted. The team aborted the pump delivery and performed vessel repair. 2 units of blood were given. The pump was not replaced. Support was aborted for this patient. The patient survived the event.